Event description:
The user facility reported that a patient was implanted with an impella cp for mechanical circulatory support. Shockwave to proximal left anterior descending artery was done and lost the placement signal on automated impella controller was noted. The pump was replaced to continue support for the patient. The patient was transferred to the intensive care unit. No issues or harm to the patient were noted during pump transfer. The patient remained well supported on his own during this time.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Placement signal issue: the cause of the placement signal issue was determined to be due to a damaged sensor as evidenced by large cavity length on returned product. It is recommended that physician users should ensure the shortest distance from the shockwave coronary ivl device to the impella optical sensor is =20 mm.